Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Further a complete insertion was not achieved at implantation surgery with three channels remaining extra-cochlear. This is a final report.

Event description:
The device has been explanted. According to the device explant report form the device was exposed and the skin over the device was not intact.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device has been explanted. According to the device explant report form the device was exposed and the skin over the device was not intact. Additional information has been requested.